Event description:
Customer reported, the system made a popping sound, and would not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and performed system alignments. System operates as intended.